Event description:
It was reported that when the technologist released foot from the foot-switch, the c-arm rotated from a -37 degree angle to a -89 degree angle without actuation. The pt had not been fully compressed and was able to move away from the unit during rotation. There was no pt injury.